Manufacturer narrative:
Zimmer biomet (B)(4). Device brand name unknown. Device product code unknown. Device lot number and catalog number not provided/unknown. Reporter's first name and email not provided/unknown.

Event description:
It was reported that an unknown biomet screw fractured inside of the implant. The implant had to be removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite implants was returned for inspection. The implants show large signs of wear and tissue attachment about the threads. The internal drive features are confirmed to contain the reported fractured screws, which were too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. The customer reported that an unknown biomet screw fractured in the implant. The implant had to be removed. Based on the returned device and the investigation performed, the malfunction has occurred as reported and the complaint is confirmed. A root cause for this complaint could not be determined the following sections have been corrected: the patient's affected tooth location is #46.

Event description:
No further event information is available at the time of this report.